Event description:
It was reported that the patient presented post-procedure with significant discomfort due to inappropriate shock. It was noted that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy as a result of incorrect interpretation of supraventricular tachycardia (svt) and under-sensing. Programming changes were made. The patient was in stable condition.